Event description:
This study examined the 3-year clinical outcomes in patients treated with the endeavor zotarolimus-eluting stent versus a non-medtronic drug-eluting stent in routine clinical practice. A total of 2,332 patients were enrolled: 1,162 patients treated with endeavor-zotarolimus stent and 1,170 with non-medtronic drug-eluting stent. The study endpoints included major adverse cardiac events (mace), a composite of cardiac death, myocardial infarction, target vessel revascularization and stent thrombosis. At 3-year follow-up, the mace rate was higher in patients treated with endeavor than in patients treated with the non-medtronic stent (12.9% versus 10.1% respectively). Target vessel revascularization was more frequent in the endeavor group compared with the non-medtronic group (9.1% versus 6.7% respectively). The occurrence of myocardial infarction (3.8% versus 3.3% respectively) and cardiac death (2.8% versus 2.8% respectively) did not differ significantly between the two groups. Although the rate of definite stent thrombosis was similar at 3-year follow-up (1.1% versus 1.4% respectively), very late definite stent thrombosis occurred in 0% of patients in the endeavor group versus 1.1% of patients in the non-medtronic group. The study concluded that although the 3-year mace rate is higher in patients treated with the endeavor stent versus the non-medtronic stent, the data highlights a late safety problem concerning definite stent thrombosis with the use of the non-medtronic stent.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, mi, tvr, stent thrombosis). (Limited information available). The information could not be matched with other information known to medtronic. Attempts made to obtain additional details. (B)(4). Year and month are valid. Date of death is unknown. Event occurred during 3 year study. Jacc: cardiovascular interventions . Reference vol. 5, no. 8, 2012; issn 1936-8798. "3-year clinical outcomes in the randomized sort out iii superiority trial comparing zotarolimus- and sirolimus-eluting coronary stents."